Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other similar complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, his distance vision is improved but his near vision is worse. This prevents him from seeing the tv clearly or read the paper. He also reported that his vision in low light condition is reduced. In a follow-up, the consumer further mentioned that he "lost half of his vision that he had before surgery" and that his intermediate vision is fair to poor. He also inquired about the average adaptation time for the model lens. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with these events. This report is for the first eye.